Event description:
It was reported "the arthroplasty failed due to infection. The acetabular and femoral components were revised. The components were implanted in situ for 1.16 yrs. Medical records and x-rays were not provided to stryker for review."

Manufacturer narrative:
Neither the device nor additional information is available from the research facility.